Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Memory full and all led's light up. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 14th july 2011. The device records multiple manual power ons mainly of ten minutes duration between the 7th june 2016 and the 9th august 2018 and would indicate the device was switching itself on automatically. This would have resulted in the device memory becoming full, as per the reported fault. The measurements taken between track 13 (on button) and track 14 (key 3) during the investigation would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. Furthermore, upon receipt, the device was failing to connect to the pc via usb and the device would not power on, instead all the instructional leds remained illuminated. This fault was traced back to the microprocessor u25 and could not be replicated when u25 was replaced. This fault with the microprocessor was attributed to the fault with the original membrane as track 14 of the membrane is routed directly to the microprocessor. An 18v short circuit onto this pin would therefore result in overvoltage and damage to the microprocessor. The device successfully records log entries up to the 9th august 2018, therefore, it is assumed u25 became damaged after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Memory full and all led's light up. No patient involved.